Event description:
The customer observed error code 6050 on the architect i1000sr analyzer. The customer stated on (B)(6) 2022, the troponin controls generated low values. Also, patient samples that were tested for troponin generated low results and did not correlate with the initial values previously. The customer did not provide details of specific patient information. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Service was dispatched due to the customer reporting the architect , (B)(6) generating error codes 6050 and multiple false low troponin results for controls and low patient sample results contradictory to previous sample results. However, no patient data was provided. Service performed extensive troubleshooting to pinpoint and determined the likely cause for the issue was the cmia reader, metal case, tested (part number 7-201909-03). The cmia reader, metal case, tested was replaced and the issue was resolved. Service verified the system function with a control run. A review of the architect (B)(6) service history, revealed no additional issues of false low troponin results reported on the architect (B)(6) post service intervention for the current ticket. Tracking and trending was reviewed and didn¿t identify any related trends for the product for the issue. The device history records were reviewed and did not identify any non-conformances or deviations associated with the part and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic or product deficiency was identified.